Event description:
It was reported that the product IV 3000 has presented problems with the adhesiveness, since it does not remain in the place for the period informed in the package insert, for peripheral accesses it has not remained even for 24 hours, even if taking all necessary care in the fixation.

Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: we have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.